Manufacturer narrative:
No review of manufacturing data could be performed as the list of devices was not communicated by the healthcare facilty. The review of the internal vigilance database since 2013 reveals that the rate related to post-operative loosening of anatomic cemented tibial component is (B)(4). The analysis of the recorded patient file during the patient clinical monitoring by the surgeon doesn't reveals any elements which could explain the loosening of the tibial component. It was noted that the patient have obesity class I (bmi : 31.6). Without explant, reference, batch number, x-rays and operative report, no further investigation can be performed. In conclusion and according to the elements in our possession, the origin of the loosening after 3 years remain undetermined.

Event description:
Loosening of the anatomic® tibial base plate for fixed bearing insert cemented 45 months after the implantation. The incident was detected during the patient clinical monitoring by the surgeon on (B)(6) 2022. The implantation was performed on (B)(6) 2018. Associated devices: anatomic® fixed bearing insert size 1 thickness 10 (reference and batch number not communicated). Anatomic® posterior stabilized femoral component cemented size 1 left (reference and batch number not communicated).